Event description:
It was reported by service report that the pressure comp flow valve was excessively clogged with debris causing an approximate 2 minute delay to lower down. No patient involvement or adverse consequences are reported.